Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that when the implantable pulse generator (ipg) was implanted the patient experienced a pneumothorax. The patient was kept in the hospital, the pneumothorax resolved and the device remains in use. No further patient complications have been reported as a result of this event.